Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was not charging and led to an unexpected shutdown. Additionally, it was reported that multiple altitude alarms occurred and that there was "bubbles" on the screen that made it difficult to interact with the pump. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.